Manufacturer narrative:
Device evaluation: product testing was not performed since the reported issue is not a device problem. The physician attributed the event to patient issues. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was an explant due to myopic outcome in the left eye. The explanted intraocular lens was replaced with another one of the same model, a smaller, 20.5 diopter lens. The doctor attributes the event to patient issues. There was no incision enlargement, no sutures, no vitrectomy, and no patient injury post-operatively. No additional information was provided to abbott medical optics.